Event description:
The customer reported that the side-firing fiber forward fired at 98,488 joules during prostate vaporization. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00501). The procedure was completed with a third fiber. It was reported that there was no patient injury as a result of this event.

Manufacturer narrative:
(B)(4).